Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the event, and met specifications. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a thin lasik flap, which tore upon lifting. The reporter indicated the flap was placed back on the eye, a bandage contact lens was placed on the eye, and patient was noted to be doing well postoperatively. Additional information has been requested for patient details.